Manufacturer narrative:
Continuation of d10. Product ID: 97745; lot/serial# (B)(6); product type: programmer patient; product ID: 97755-s lot/serial# (B)(6). Product type: recharger. Product ID: neu_unknown_lead; lot/serial#: unknown; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead; serial/lot #: unknown; b3: event date is month and year valid. G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that there was overheating during one recharging session. It was so painful for the patient that they don¿t want to recharge the implanted neurostimulator (ins) again. After the ins replacement in (B)(6) 2024, the impedances for one canal were all oor. A broken cable was suspected. When the manufacturer representative (rep) met the patient today, the ins was empty of battery, and they were not able to do any diagnostics. A radioscopic image should be prescribed by the physician, and the physician will decide with the patient what to do (changing/ removing the ins... Changing/removing the lead). This issue has not been resolved. Additional information was received. Lead information was unknown. It was confirmed that the patients ins replacement in 2024 was due to normal eos/eri. The lead impedance issue / suspected break was not reported then because the patient was satisfied by the therapy, despite the oor issue. Stimulation targeted correctly the pain after the ins replacement. The rep was aware of this issue after the ins replacement. Impedance measurements were not taken because the ins battery was empty. They were not able to make any measurement, and the patient did want to recharge their ins. The patient will be totally explanted, imaging was not prescribed. It was the ins heating in the pocket during recharge. Please note that the patient had never felt any overheating before. Information confirmed with the physician / account. Additional information was received. Date of explant has not been planned yet, and the patient will not receive a new implant.